Manufacturer narrative:
A ge service rep performed an on site investigation. The video controller was found faulty and required replacing. As of yet, the customer has not chosen to repair the system.

Event description:
The customer reported the system failed to display images. No report of pt injury.